Event description:
Per off label use requirements, it was reported that during endovascular treatment of a basilar artery occlusion, the enterprise vrd was used to treat an intimal flap caused by balloon angioplasty using non-cordis products. It was reported that there were no complaints against the enterprise and the pt was in stable condition after the procedure. However, the pt had a brief spell of diplopia. The physician reported that it seemed to have been the result of inadequate aspirin treatment; it was reversed when therapy was changed from enteric coated aspirin to uncoated aspirin. It was reported that the pt would not have had such a good outcome if not for the use of the enterprise vrd. The pt was discharged home asymptomatic after a brief hospital stay. The pt had no known drug allergy or sensitivity. Upon admission, the pt was on aspirin and plavix and during the procedure the pt received heparin. Balloon angioplasty with non-cordis products, which was done in preparation of placement of a wingspan stent, caused an intimal flap. It was reported that the pt's condition was considered to be life-threatening and after failed placement of the wingspan, it was determined to use the enterprise off-label rather than take a chance with another wingspan at that location. A 14mm (unk lot number) enterprise stent was placed without any issues. The physician indicated that the diplopia was not caused by the stent, but the inadequate aspirin treatment. During the procedure, the pt received heparin, and after the pt was on aspiring and plavix.

Manufacturer narrative:
The lot number for the enterprise vrd is not known; therefore, a device history record review is not possible. The pt's pre-procedure basilar artery occlusion and presence of intimal flap are pre-existing factors that may have contributed to the transient post procedure diplopia; and as indicated by the physician, it was likely related to inadequate aspirin treatment. Based on the available information, no conclusion can be made regarding the relationship of the enterprise vrd and the post procedure diplopia.